Event description:
Sorin group italia has received a report that, during a mitral valve replacement surgery, while on pump, blood leak from the purge line of the inspire 6f oxygenator was observed. Medical team elected to change-out the oxygenator. There is no report of any patient injury.

Manufacturer narrative:
A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is obtained, it will be provided in a supplemental report. Device not available.

Manufacturer narrative:
According to follow up information received by the customer on 9 september 2022, the oxygenator change-out was completed in less than 3 minutes and no heterologous blood was administered to the patient. Based on the above information, the event has been reassessed as not reportable.

Event description:
See intial report